Manufacturer narrative:
(B)(4). Procedure day is unknown. Only month and year is known. Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that going back to april of this year I had a case that was done on a young man that had cancer and was healthy other than that. I fired the device as normal and did a flex sig to check for a leak. There was a dangling malformed staple. The leak test was negative. There was no other abnormalities and no leak so there was no reason to divert. However, this patient leaked in a sub-clinical way and ended up with an ileus. One of our gi doctors scoped him, and the leak was repaired, and I did not have to take him back to the operating room. It seems that the leak is occurring at the same spot where the dangling malformed staple is located. Procedure: unknown.